Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event and was alerted by alarm 2 followed by alarm 26. Patient's blood glucose value became high and patient had to take a correction injection via multiple daily injection (mdi). The blockage was found to be located at the site and patient noticed the symptoms 3 or more hours after insertion. The site of insertion was thigh and was rotated regularly. Patient reported infusion set cannula was at an angle. The patient changed supplies as necessary and resumed insulin therapy. No further information available.